Event description:
A doctor contacted baxter (B)(4) regarding a transfer set. The spike of the transfer set became separated from the port of a twin bag during fill. There was patient involvement, but no patient injury or medical intervention was indicated at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.